Manufacturer narrative:
Failure analysis revealed that the activate button did not respond due to flatten button dome switch. Unable to verify memory anomaly due to button keypad anomaly. The insulin pump was received with minor scratched display window, cracked display window corners, cracked battery tube threads, and cracked reservoir tube lip.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the buttons on the insulin pump were not responding. Customer's blood glucose was unknown. Customer does not recall any significant event that may have caused the keypad issue. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.